Event description:
It was reported that a user of the ilet experienced hyperglycemia with a cgm reading of 300 shortly after changing all infusion supplies, with the contact detach infusion set in place; the user reported no leakage and performed troubleshooting by disconnecting as for showering, priming until drops were observed at the tubing, and reconnecting. Symptoms included elevated blood glucose. Outcomes included no reported injury and no hospitalization. Investigation included user counseling and remote troubleshooting focused on infusion site integrity, tubing fill verification, and reconnection. Investigation of this case revealed no confirmed device malfunction and no evidence of infusion leakage at the site, with cause not determined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.